Event description:
Information received with return of the device notes that when the leads were connected to the device, no pacing was observed. When the leads tested normal via an analyzer, a new device was implanted with normal function.